Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.

Manufacturer narrative:
(B)(4).